Event description:
It was reported that after the inflatable penile prosthesis (ipp) implantation, when the patient tried to urine, but he could not. Upon further inspection, the doctor discovered that the right cylinder had perforated into the urethra causing the patient to not be able to pee because of the blockage. A surgical procedure was performed to take the cylinder out and capped the right-side tubing. A new cylinder will be implanted when patient heals. There were no further patient complications.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).